Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that liquid leaked from between the unspecified bd intima-ii¿ closed IV catheter system tube and needle stem. The following information was provided by the initial reporter, translated from chinese to english: "after the successful puncture of intravenous indwelling needle in children, the patency of the catheter was tested, and liquid was found flowing from the junction between the indwelling needle stem and the catheter tube."

Event description:
It was reported that liquid leaked from between the unspecified bd intima-ii¿ closed IV catheter system tube and needle stem. The following information was provided by the initial reporter, translated from chinese to english: "after the successful puncture of intravenous indwelling needle in children, the patency of the catheter was tested, and liquid was found flowing from the junction between the indwelling needle stem and the catheter tube."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10